Event description:
Dilator would not load into the braided sheath, had to open another balloon kit. Structure in sheath at about 5cm down.

Manufacturer narrative:
Product condition received. The vessel dilator and sheath dilator assembly were returned loose. The sheath dilator assembly dilator was observed to be extruded at the middle section of the tubing. Product evaluation: the dilator outer dimension was measured and was found to be out of specification. Conclusion: the od of the dilator was out of specification and caused it to be difficult to insert the through the sheath. (B)(4).